Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to possible t-wave oversensing (twos) on the right ventricular (rv) lead. There was also poor r-wave sensing for the rv lead as the r-waves have decreased and are now low. Additionally, an atrial bipolar impedance warning had been triggered for high/undefined pacing impedance on the right atrial (ra) lead with elevated thresholds. A possible fracture is suspected of the ra lead. The rv lead and ra lead remain in use while the patient is being scheduled for lead revisions. No further patient complications have been reported as a result of this event.